Event description:
It was reported that the patient presented in-clinic for a firmware upgrade. The pacemaker was tripped into back-up vvi during the upgrade. A device download successfully restored the device. During a second attempt at upgrading the pulse generator, the device reverted to back-up vvi again. The device was restored to normal function. There were no adverse effects from the back-up and the patient was in stable condition.